Event description:
It was reported to philips that the system did not boot up correctly and x-rays could not be performed. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the x-rays could not be performed. Upon remote troubleshooting, the philips remote service engineer (rse) reviewed system log files and found issues related to generator. The philips field service engineer (fse) visited on-site and found that there was no output dc power coming out of the power supply. The defective generator centeray power supply unit was returned to philips for failure analysis. The cause of the generator centeray power supply unit failure could not be conclusively determined by the supplier's part analysis, however the replacement of the generator centeray power supply unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement the system was returned to use in good working condition the codes were updated based on the investigation outcome.